Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
See MDR #2242445-2011-00193 for the first kit used on this pt. The physician opened a second kit and was using a boston scientific thruway.018 wire as well as a boston scientific v-18 .18 wire. During the second pass through the fistula in the pt's forearm, the catheter broke but the basket did not completely split apart. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was successful. Add'l info received on 12/05/2011 states the orange cannula separated but the basket remained intact. The procedure was completed using this device. No need for a third kit to be used.